Event description:
The pt received his scs system on (B)(6) 2010, including two leads (with the same lot number). It was reported the pt could not increase the amplitude using his programmer. The sjm representative met with the pt and noted the pt had four contacts with invalid impedance. Reprogramming using valid contacts resolved the issue. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.